Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that there was a high impedance on one of the patients leads. The patient underwent a spinal cord stimulator (scs) system replacement procedure and the patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model:sc-2317-50. Serial: (B)(6). Batch: 5093187. Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 355694.